Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on pcb1. Unit also received with cracked case(battery tube) and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had damaged at back case. Customer's blood glucose level was 190 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.